Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included dispatching a field service engineer to address the issue with the right console manipulator, which had faulted out twice during a surgical case. The customer was able to temporarily recover from the error by using the system¿s recovery function, but further troubleshooting and potential replacement of the right manipulator were recommended.

Event description:
It was reported that during a mediastinal mass resection procedure on a da vinci 5 system, the surgeon experienced repeated hand control errors with the right console manipulator faulting out twice. The issue was managed by repeatedly using the recover function to continue the case, as there was no opportunity to power cycle the system at that time. The customer requested prompt service support to address the manipulator issue. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error on the system pointing to the master tool manipulator (mtm) and replaced the mtm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to have no functional issues when installed on an in-house system. Failure analysis confirmed the errors in the logs as happening in the field. The mtm underwent further evaluation and the gimbal was found to be defective and therefore the gimbal assembly is the source of the issue. The probable root cause is due to an issue with the gimbal assembly on the mtm.

Event description:
Refer to h11 for follow-up information.